Manufacturer narrative:
A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that a patient stated her cassette malfunctioned causing a "no disposable, pump won't run". Patient tried backup pump which did not work. Patient made new mix on new cassette and issue was resolved. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the cassette available to be returned for investigation? Yes. Did we replace cassette? No. Did the patient have additional cassettes they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Resolved describe in detail any and all damage' to the cassette: none- causing error on pump only. Has this incident happened within the past 6 months? (Offer nursing evaluation) yes. Has this patient reported a pump malfunction within the past 6 months (offer nursing) no. Additional information received via email and attached on 16-mar-22: patient details updated.